Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the gas bottle was empty and the instrument did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.